Event description:
After an implantation period of approx. 81 months, a loss of capture was observed. The patient was hospitalized. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that capture control was deactivated automatically on (B)(6) 2021 as a result of exceeding the maximum of loss of capture detections within 24 hours. Furthermore, follow-up data from (B)(6) 2022 were evaluated. As the statistics were re-started on (B)(6) 2022 statistical data were not available for analysis. However, manually triggered impedance measurements did not show any anomalies. The manually measured ventricular threshold was 3.8 v. Based on all data available for analysis, the root cause for the clinical observation could not be determined conclusively. The analysis did not show any indication of a pacemaker malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. Should additional relevant information become available, the investigation will be updated.